Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and the lead was noted have been slightly pulled back. On (B)(6) 2016 the patient presented to the hospital for a scheduled device upgrade procedure, the physician elected to explant and replace the lead during the procedure. The patient was doing well post surgery and would continue to be monitored via routine follow-up.